Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not function. It is unknown when this event occurred. The quality engineer later assigned the false occlusion alarm to be the as determined problem; this condition had the potential to interrupt delivery. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that experienced a false occlusion alarm was confirmed during product evaluation. This condition was caused by a broken pump head door. The pump head door and required parts were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.